Manufacturer narrative:
This case was assessed as reportable to the FDA as the event vascular occlusion was deemed to meet serious injury criteria. The device history record for radiesse (+) dermal filler lot 100099429 was reviewed. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
This spontaneous report was received from an (B)(6) nurse and concerns a female patient. Patient was injected with a total of 0.5 ml of radiesse(+) into the nose (tip upwards from the bony aspect - center bridge of nose treated only) on (B)(6) 2018. Needle used for injection was a cannula. The patient had two injections of hyaluronic acid and four injections of radiesse into the nose in the past without complications. On (B)(6) 2018, during radiesse(+) treatment, the patient experienced a small spot of blanching which resolved. On (B)(6) 2018, the patient experienced pain and redness in the nose area. A complicated venous compression was suggested. That was the first time the patient experienced a complication. Corrective treatment included high dose of aspirin and dexamethasone. The patient then reported the pain had reduced a little. The patient was going to be looked after by an experienced physician who prescribed her with cialis (20 mg once a day for two days), aspirin (75 mg once a day) and dexamethasone (4 mg for a week). Further corrective treatment included hyperbaric oxygen treatment at the day of the report, which was planned to be repeated two times, if required. The patient seemed calm and happy taking medication and going through the oxygen treatment. The outcome of the event "small spot of blanching" was reported as resolved. The outcome of the event "pain" was considered as resolving. The outcome of all other events was not reported. Follow-up information was received on 02-feb-2018: the case was upgraded to serious. The event term "suggested venous compression complicated" was updated to "vascular occlusion", and re-coded accordingly. The event "small spot of blanching" was amended to "small spot of blanching/skin tissue white." The event "area blistered and scabbed" was added. The patient's initials, date of birth, weight ((B)(6) kg) and height ((B)(6) cm) were provided. The patient was a (B)(6) at the time of the event. She was injected supra-periosteally with a total of 0.5 ml of radiesse(+) into the centre bridge of nose, for reshaping, on (B)(6) 2018. The patient was injected with 0.5 ml into 1 injection point. Batch number was reported as 100099429. Needle used for injection was 27 g cannula. The patient had two injections of hyaluronic acid and four injections of radiesse into the nose for reshaping, from 2010 to 2017, without complications. The patient's medical history included antisynthetase syndrome and polycystic ovarian syndrome (pcos). She had no disposition to lymph drainage problems, had no further allergies and had no surgical interventions. Concomitant medication included imuran, metformin and folic acid. On (B)(6) 2018, the same day of injection, the patient experienced a vascular occlusion on the left side of the nose (tip to corner of eye area). The reporter additionally clarified that the area blistered and scabbed but never necrosed. The skin was deteriorating with lack of blood supply and required vasodilators and oxygen to improve and prevent necrosis. Corrective treatment included cialis (20 mg), nu-seal aspirin, dexamethasone (4 mg) for two days and five sessions of hyperbaric oxygen therapy from (B)(6) 2018. Further corrective treatment included platelet rich plasma. Reportedly, skin tissue was intact but still red in places and white so oxygen therapy was going to be continued with massage and platelet rich plasma. The patient was reviewed daily and was improving with oxygen therapy and platelet rich plasma treatment. No systemic antibiotic was prescribed. The patient was not hospitalized. Due to information provided, the outcome of the events "vascular occlusion", "redness" and "small spot of blanching/skin tissue white" was updated to resolving. The outcome of the event "area blistered and scabbed" was considered resolving as well. In the opinion of the reporter, the event "vascular occlusion" was medically significant, severe, not life-threatening or permanent, related to radiesse(+) and not related to incorporated local anaesthetic in the product.